Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation. No physical damaged was found on the pump. A review of the event log gave the following records: on (B)(6) 2018 6:50:10 am priming started. On (B)(6) 2018 6:50:12 am high alarm displayed: upstream occlusion. On (B)(6) 2018 6:50:18 am high alarm silenced: upstream occlusion. On (B)(6) 2018 6:50:21 am cassette latch was opened. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was not verified. The pump's upstream sensor was in specification during the occlusion test. Multiple "upstream occlusion" messages were recorded in the event log. Fluid ingression was found on the chassis and occlusion sensors during the visual inspection. The upstream sensor was replaced as a preventive measure. The root cause of the product problem was not identified.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an upstream occlusion. No adverse effects were reported. It was further reported that the product problem was observed during preventative maintenance of the device. There was no patient involvement.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an upstream occlusion. No adverse effects were reported.